Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: no sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.

Event description:
Additional information was received via email 03-nov-2022 and, according to the homecare provider, the patient was not involved at the time of the event.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: the device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint and without more clarity as to the failure of the pump, it is not possible to identify a most likely root cause. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Review of the device history record for job 4006857 which included serial number (B)(6). There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device was previously repaired on 25-feb-2022 for downstream occlusion seal replacement. Without receiving the product, it cannot be determined if there was an issue with the previous repair.

Manufacturer narrative:
Unique identifier (UDI) and protocol # are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not deliver the medication and had a high pressure alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.